Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1998 at a retail vendor. In 1998 consumer sought medical treatment for pain and swelling at the site and was prescribed antibiotics. In 1998 consumer was admitted into the hospital for IV antibiotics. Consumer was discharged in 1998.